Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient started experiencing recurring incontinence again, after having his artificial urinary sphincter (aus) implanted about 10 years ago. The physician felt the patient experienced urethral atrophy as well. There was a leak at the pump tubing. All components were removed and replaced. No further complications were reported in relation to this event.